Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was not released by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months prior to the date manufacturer became aware of the event.